Event description:
It was reported that the procedure was to treat a lesion located in the external illiac artery using a crossover access. Extreme resistance was felt during advancement of the 8.0/40mm on 80cm absolute pro stent delivery system (sds) to the lesion; however, the stent was able to be deployed. After checking the stent for wall apposition it was determined that the stent was not fully deployed. An attempt to extract the sds was unsuccessful. Force was used and the sds was able to be removed. After extraction of the sds, the stent was no longer in the lesion. The stent implant could not be located in the anatomy and it is believed that the stent implant was left in the introducer sheath; however, this was not confirmed. Another stent was used to successfully complete the case. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be tested due to the condition of the returned unit. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the reviewed information, no product deficiency was identified. It was reported that force was used to remove the self expanding stent system (sess). It should be noted that the absolute pro instruction for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although force was applied to remove the sess, it does not appear to have contributed to the initial deployment issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.